Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with disconnections of the driveline; however, a specific cause for the driveline disconnections could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported heart failure symptoms could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 22nov2023 through 30nov2023. The driveline was disconnected twice on 25nov2023, causing the pump to stop each time. Following each reconnection of the driveline, the pump resumed operation at the set speed without issue. No other notable events were observed, and the pump appeared to have operated as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 lvas. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarm, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarm, and the proper actions associated with them. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured a couple pump stop events on 25nov2023 at 17:55 about 18 seconds apart. The first pump stop event appeared to be possibly electrostatic discharge (esd) related given the duration of the pump reset of around 4 seconds. The other pump stop may be due to a driveline disconnect/or possibly another esd event. This event lasted around 10 minutes. The pump resumed normal operation on (B)(6) 2023 at 18:08. The patient was seen in a clinic and 18 pump off alarms and 16 driveline disconnects were noted during device interrogation. The patient was admitted for further maintenance education along with heart failure symptoms. There was suspicion for physical disconnections as the door on the back of their system controller was open, revealing the driveline disconnect button. The patient also brought their mobile power unit (mpu) to clinic for further education on its use. The backup system controller was attached to the mpu power leads. The patient had a difficult time connecting power to their system controller after the ventricular assist device (vad) team spent an extensive amount of time teaching the patient and having the patient perform and show back multiple times. The patient stated that they did not hear any alarms. Related controller was reported under manufacturer report number 2916596-2023-08477.